Event description:
It was reported "customer states peel-away sheath over dilator is cracked at base of peel-away portion. There is a visible split down the dark blue line on the sheath. There is noticeable separation in the transition from sheath to dilator. Customer found difficulty inserting and stopped procedure upon noticing the damage. She then used a single sterile sheath to complete the procedure. She reported she has seen a total of 4 damaged sheaths from this lot number". The associated emdr report numbers are 9680794-2025-00073, 9680794-2025-00072, 9680794-2025-00071, 9680794-2025-00070 .

Manufacturer narrative:
(B)(4)

Event description:
It was reported "customer states peel-away sheath over dilator is cracked at base of peel-away portion. There is a visible split down the dark blue line on the sheath. There is noticeable separation in the transition from sheath to dilator. Customer found difficulty inserting and stopped procedure upon noticing the damage. She then used a single sterile sheath to complete the procedure. She reported she has seen a total of 4 damaged sheaths from this lot number". The associated emdr report numbers are 9680794-2025-00073, 9680794-2025-00072, 9680794-2025-00071, 9680794-2025-00070 and 9680794-2025-00069.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.